Manufacturer narrative:
Citation: maidman sd et al. Outcomes following shock aortic valve replacement: transcatheter versus surgical approaches. Cardiovasc revasc med. 2020 mar 16;s1553-8389(20)30155-x. Doi: 10.1016/j.carrev.2020.03.021. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through a literature article regarding a comparison of surgical aortic valve replacement (savr) versus transcatheter aortic valve replacement (tavr) for patients with aortic stenosis in shock who qualified for urgent or emergent intervention. All data were retrospectively collected from a single center between january 2005 and may 2018. The study population included 37 patients (20 savr, 17 tavr) and was predominantly female and caucasian with a mean age of 72 years. In the savr group, 7 patients were implanted with medtronic surgical aortic valves: freestyle (5) and mosaic (2). In the tavr group, one patient was implanted with a medtronic evolut r transcatheter aortic valve. No serial numbers were provided. Among all patients, 13 deaths occurred within one-year after valve replacement. No further details were provided. Based on the available information, medtronic product was not directly associated with the deaths. Among all savr patients, adverse events included: permanent pacemaker implantation due to unspecified rhythm disturbance, need for I ntra-aortic balloon pump support, cardiac arrest, atrial fibrillation, and prolonged mechanical ventilation. Based on the available information, medtronic product may have been associated with the adverse events. Among all tavr patients, adverse events included: pleural effusion requiring drainage, need for intra-aortic balloon pump support, atrial fibrillation, and prolonged mechanical ventilation. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.